Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer's leads were replaced and moved to a different location in 2014 because something was causing them discomfort. During the revision there were no allegations of a system use issue, and the hcp had no other information regarding the reason for replacement. It was unknown if the consumer recovered completely following the revision. Relevant medical history includes non-malignant pain, cervical/neck, and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that on (B)(6) 2014 the lead was replaced and the neurostimulator (ins) was repositioned. The hcp also reported that on (B)(6) 2014 the lead was repositioned. No further complications were reported.